Event description:
It was reported that intermittent occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 172 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.